Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, a purple image was detected and confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was purple (accompanied by the detected image color); fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had ¿image noise green¿ during a diagnostic laparoscopy. The procedure was completed with a similar device. There were no reports of patient harm.